Event description:
It was reported the patient had his spectra penile prosthesis replaced for unspecified reasons. No patient complications were reported in relation to this event.

Manufacturer narrative:
.

Event description:
The reason for the replacement surgery was due to patient dissatisfaction as the device was "slim and small." Following they surgery, the patient outcome was reported to be "completely satisfaction."